Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the competitor generator exhibited far-field p-wave oversensing during a follow-up visit. The physician suspected the oversensing was due to the right ventricular (rv) lead. There was no allegation of malfunction towards the competitor generator. The competitor generator was reprogrammed. Additionally, the local boston scientific representative was contacted to gather the rv lead information, but no further information is available. No adverse patient effects were reported, and this rv lead remain in-service.

Event description:
It was reported that the competitor generator exhibited far-field p-wave oversensing during a follow-up visit. The physician suspected the oversensing was due to the right ventricular (rv) lead. There was no allegation of malfunction towards the competitor generator. The competitor generator was reprogrammed. Additionally, the local boston scientific representative was contacted to gather the rv lead information, but no further information is available. No adverse patient effects were reported, and this rv lead remain in-service.